Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No screen bars jumping up noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer is reporting he cannot rewind his insulin pump because it keeps jumping to different menu screens. He stated the device is buzzing at him. Customer's blood glucose is 140 mg/dl. He was changing his infusion set when the device would not prime. He said the screen was stuck. Customer disconnected and tried reconnecting, but the device kept changing screens. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.